Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported having an open bite that they did not have prior to byte aligner treatment. They had preexisting periodontal disease with the use of the aligners caused bone loss. Patient did see an orthodontist who recommended invisalign treatment to correct the open bite since they required attachments and direct supervision. None of the dental professionals were willing to provided the information in writing stating the aligner treatment caused the noted issues. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Additional information obtained. New h6 codes added. Health effect - clinical code-bacterial infection. Medical device problem code-unintended movement.